Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for foreign matter in barrel on lot # 0314045. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, foreign matter in barrel) was captured and addressed. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 3 bd insulin syringe with bd ultra-fine" needles experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: material no:324910 batch no: 0314045. Consumer stated that in one poly bag pack of 10, 3 syringes had a clear unknown liquid in the barrel. Consumer stated that he used one syringe from that poly bag before noticing.